Event description:
Boston scientific was notified that during a procedure when the pouch of the transend ex .014" guidewire was opened, a kink was found with the product. The coating was abnormal and the product could not be inserted into a renegade catheter smoothly. No complication with the pt was reported.